Event description:
The patient had a pulmonary artery line inserted and when the IV pressure monitoring tubing for the pulmonary artery (pa) line was connected, staff noted that the normal saline IV flush fluid was continuously infusing. The nurse immediately noticed the pressure monitoring tubing was malfunctioning and removed it before an unintended bolus was given to the patient through the pa port. Staff set up 3 additional sets of pressure monitoring tubing for the pa line and the flush continued to malfunction (continuously infuse). The fifth set of tubing worked correctly. Staff tested another set of tubing from the same lot number that worked correctly. The pressure monitoring tubing kit is set up by the manufacturer. Upon further investigation/review by the critical care, clinical nurse specialist, it was noted that the flush tubing was incorrectly connected to the pressure line instead of the flush line.